Event description:
The customer reported that a death occurred while during the use of a philips monitor.

Manufacturer narrative:
(B)(4). At the time of the original complaint, there was no allegation of a malfunction, a death or a serious injury. However, (B)(6) 2010, philips was notified that a pt death occurred while connected to a philips monitor. The customer received the (B)(4) (field safety note) and had questions on a pt strip from an m1350a (which is not part of the recall). The strip was from (B)(6) 2006. The customer wanted to learn about tracing. A philips medical consultant reviewed the strip and confirmed that the m1350a fetal monitor was working as intended. The investigation addressed the customer's questions and provided confirmation that the user was using the device correctly where it was noted that the tocodynamometer is strategically placed on the fundus permitting the registration of the exaggerated amplitude of the contraction. Based on the available information, there was no device malfunction. The strip in question was analyzed and further confirms that there was no malfunction of the device. This being reported only because a philips device was in use on a pt who died. No further investigation or action is warranted.